Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump required battery repair. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found damaged battery spring, worn uso seal and lifted dso seal. The reported problem was verified by visual inspection and was replaced. Product is beyond a year from manufacture date (11/2015) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.